Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracic wedge resection, the stapler was not able to fire. The handle was able to squeezed and the green button was able to press. The surgeon used another device to complete the case. There was no patient injury.